Event description:
As the doctor was implanting the lens, he noticed that the haptic of the lens was bent. He used another lens to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-01379 for the delivery device used with this lens.